Event description:
Medtronic received information that 13 years post implant of this 21mm avalus heart valve, the patient died. The cause of death was not received. Therefore, relatedness of the death to the avalus heart valve could not be excluded. It is unknown whether an autopsywas performed.